Event description:
The customer reported that the device was displaying a high temp blower error code (1122). It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the service engineer (se), the se and the customer reviewed the suggested repair for error code 1122. It was reported that the inlet filter was clean, and there was no obstructions to inlet air. It was then reported that the cooling fan was operating as expected. The se advised the customer to replace the blower; per the customer response, it was stated the blower was less than 90 days old. The customer was then transferred to parts department to discuss a warranty replacement of the blower. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.